Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinic nurse and local representative were experiencing difficulties interrogating this subcutaneous implantable cardioverter defibrillator device. The magnet was positioned over the device to increase the telemetry frequency. Despite scanning with the programmer, the device was not identified. A 60/60 magnet reset was performed that resulted in a device reset with alternating beeping tones. The programmer was able to identify the device after the reset; however, a connection was not successful after three attempts. An attempt to interrogate the device in a different room was unsuccessful. Another 60/60 magnet reset was performed in another room and the device was successfully interrogated. The technical service's consultant recommended that the programmer should be replaced. Boston scientific received information from the local representative that it had taken 15 attempts to successfully interrogate this device. The local representative suspected that the interrogation difficulties were related to rf interference in the new clinic space. The local representative has not had any issues of this type anywhere else. The programmer now has the most current updates. The model number and serial number was not available. The available information suggests that this implanted device remains in-service.